Manufacturer narrative:
(B)(4).

Event description:
(B)(6) study it was reported that a temperature spike occurred. The procedure was indicated for a pulmonary vein isolation (pvi). An intellanav oi ablation catheter was selected; however, it was not possible to visualize the catheter. Sensor coil error 11141 was noted. The catheter was exchanged for another of the same device which resolved the visualization issue. Once the physician wanted to ablate, the temperature jumped to 114 degrees celsius. The procedure was completed with another of the same catheter. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
(B)(4).

Event description:
The previously reported temperature spike is unlikely to cause patient injury. In the event of excessive temperature, therapy will not be delivered.